Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous transluminal interventional treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, eccentric shaped, de-novo lesion was located in the mildly calcified and non-tortuous right coronary artery. After pre-dilatation with an unspecified device, a 2.75 x 24mm promus element stent was deployed in lesion. After placing the stent, the guide wire deformed the proximal part of the stent. The doctor had to implant another unspecified stent to correct the deformation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.